Event description:
It was reported on (B)(6) 2011 that a pt experienced pain when walking. The pt experienced increased spasms and neck pain while walking. Baclofen at a concentration of 250 mcg/ml was used in the pump at a dose of 80 mcg/day, which was increased over the previous dose of 70.03 mcg/day. The catheter was replaced on (B)(6) 2011 and found to be fractured. Event severity was reported as moderate. The pt outcome was reported as resolved without sequelae. Add'l info has been requested and will be reported if it becomes available.

Manufacturer narrative:
(B)(4).